Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks and was hospitalized with therapy programmed off. Boston scientific technical services (ts) was contacted and confirmed that the therapies were delivered due to non-physiological artifacts with a baseline shift and a loss of signal, which were strongly indicative of an electrode fracture. Ts provided troubleshooting options for assessing the electrode integrity, such as provocative maneuvers, manipulations, and isometrics. Diagnostic imaging was also performed, with no abnormalities observed. It was confirmed that the device could be left in situ following an electrode replacement procedure. Recently, this electrode was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The patient was stable and is continuing with normal monitoring. The explanted electrode is expected to be returned for analysis.